Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that about a week ago, noticed return of bowel incontinence issues was noticed.. The patient also asked for a review on how to use external devices. When asked, no changes to typical diet or fluid intake, no changes to medications or supplements. No falls. Reviewed general use and patient successfully connected to implant. Reviewed therapy information and general programming guidelines, including how a higher amplitude setting can potentially affect ins battery longevity. Patient considered options and decided to make a slight increase to the setting on the current program. The patient is to monitor symptoms and make adjustments as needed. The patient monitors bladder symptoms in addition to bowel symptoms. The patient said they have two separate doctors, one for bladder and one for bowels.. The patient said that they do see the bladder doctor next week and the bowel doctor later in the month. . Patient was redirected to contact their implanting physician's office for additional programming guidance if a slight increase in setting doesn't result in improved bowel symptom control. Additional information was received from the patient on (B)(6) 2026. The patient called back and said that they were still having trouble when they went to the bathroom even though when they were done they wiped, they had even bought themselves a bidet and they'd be clean afterwards and then the next time they would go to the bathroom, there was always "residual." The patient said prior to getting the implant they would have accidents in their pants multiple times a day and now it was a just a little leakage but they couldn't confirm if it was 50% or greater reduction since getting the therapy. The patient said after they'd raised the stimulation on the last call, they'd gone to their managing healthcare provider's (hcp) office and the hcp had lowered the stimulation down again. The patient said they'd been on program 4 and program 3 and they didn't think the programs had done much for their symptoms. The patient hadn't been familiar with programs so patient services reviewed device description/function with the patient as well as ins battery longevity, programming and stimulation considerations with the patient. The patient said their hcp office had told them to call the manufacturer company to make a change if they needed assistance so the patient had called. The patient wanted to switch to a new program. Patient services reviewed the role of patient services wilt the patient but walked the patient through switching to program 5 and the patient increased up to 3.0 and felt stimulation at their ins site. Patient services reviewed stimulation sensation considerations again and the patient then unprompted, increased the stimulation up to 3.8 ma and confirmed it was no longer in their back and comfortable in the bike-seat. The patient was to monitor their symp toms now that a change had been made and will follow up with their managing hcp if they still didn't find relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.